Event description:
The physician attempted arteriotomy closure with the perclose a-t device after an interventional procedure using a 7 french sheath. This was the second device used and the report states that no mark was achieved. The physician decided to deploy the device. The device was removed and the physician re-introduced the guide-wire. The knot was advanced to the arteriotomy site and it was reported that hemostasis was not achieved. The pt began to bleed. An 8 french sheath was inserted but did not stop the bleeding. The sheath and guidewire were removed and manual compression was applied. The pt was taken to surgery. A "hole" was discovered approx one to two inches below the bifurcation. Although requested, no add'l info was obtained.